Manufacturer narrative:
Implantation operative notes were provided which note that image intensification was used throughout the case to help guide the surgical technique. It was also stated that the pt did bleed and ooze significantly during the case. In general, pt factors that may affect the performance of the components include: age, bone quality, height/weight, activity level, type of activity (low impact vs. High impact), and relevant medical history. Rehabilitation protocol and adherence thereto is unk. Cause cannot be definitively determined. Eval codes: it is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Zimmer, inc. Considers the investigation closed.

Event description:
It was reported that the pt is concerned with allergies because she has been having some pain and discomfort in the lower part of the back/hip, and has been having problem with her eyes since she had surgery.